Manufacturer narrative:
Date rec'd by MFR: 22feb2019. MFR site: correction. The customer replaced flow sensor assembly and reseated the blower boots and clamps and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed a leak test. There was no patient involvement. The event date was not specified; estimate used.